Event description:
It was reported that during sedation, while the device was inside the patient, the fog free function of the laparoscope stopped. The malfunction was observed during a therapeutic gastric bypass procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is scratched and therefore has sharp edges. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction was not detected and for the investigation finding is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.